Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6.

Event description:
Patient reported left side capsular contracture, baker grade iii. Patient later reported "radial folds". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii. Patient later reported "radial folds". Device remains implanted.